Manufacturer narrative:
B 3 was corrected as wrong date entered.

Event description:
Wrong event date entered and now corrected.

Event description:
Information received a smiths medical medfusion 3500 pump gave wrong dosage upon initial usage. Unknown drug infused and no adverse patient events or further information on details of drug/dose/ time has been reported.